Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection showed the retainer clip was detached and missing from the hub assembly. No damage was observed in the tip section.

Event description:
It was reported that tip detachment occurred. During unpacking of an opticross ic catheter, the tip fell off. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that tip detachment occurred. During unpacking of an opticross ic catheter, the tip fell off. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.